Event description:
Ventilator in svc on pt when device went to "back up ventilation" mode. Pt removed fron ventilator. Hand ventilated until another ventilator was set-up. Engineering dept notified. No other error codes noted. Rental co notified and ventilator picked up on 2/14/94. Rptr has requested print out of est.